Event description:
The user stated there was water dripping inside the analyzer onto her samples and she had questionable ise results. Data was provided for two patient samples. The following two results for one patient were discrepant. The initial sodium result was 165 mmol/l and the initial potassium result was 5.0 mmol/l. The sample was repoured from the primary tube and retested. The repeat sodium result was 134 mmol/l and the repeat potassium result was 4.1 mmol/l. The discrepant results were not reported outside the laboratory and the patient was not affected. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative determined there was an intermittent problem with the probe air dryer and replaced it. The user ran calibration, controls and precision testing with passing results.

Manufacturer narrative:
Probe air dryer was the failing component.